Event description:
Cautery pencil sparked while being activated during tonsillectomy procedure. Tip was not affected & continued to be used on pt wit a different pencil. Tip is no longer available for evaluation. Pt sustained small burn at left commissure. No long-term sequelae is expected.